Event description:
Complaint found in maude database: "during placement of a 22g arrow arterial catheter the wire kinked, and a piece of wire broke off into the patient."

Manufacturer narrative:
(B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section h.10. Corrected.

Manufacturer narrative:
(B)(4). The MDR report key/report number is 12369805. The MDR text key is 268232754. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database: "during placement of a 22g arrow arterial catheter the wire kinked, and a piece of wire broke off into the patient."

Manufacturer narrative:
Qn# (B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4).

Event description:
Complaint found in maude database: "during placement of a 22g arrow arterial catheter the wire kinked, and a piece of wire broke off into the patient."